Event description:
Customer alleged that their meter was giving inaccurate high results. In 2002 at 11:20 am pt got a result of 135 mg/dl but their feelings did not match with this result. Pt had symptoms of hypoglycemia such as a prickling tongue, a shaky body, and pt could not speak very well. Their spouse treated pt with glucose and pt felt better in the following hours. The same thing happened that evening. Pt's blood glucose meter showed pt a result of 140 mg/dl and pt already felt hypoglycemic. Pt checked their blood glucose again and got the results: 168 mg/dl and 180 mg/dl. Pt was able to treat themselves with glucose and felt better soon after. The meter was set correctly to mg/dl. Pt tested with the control solution and got a result of 251 mg/dl (124 to 183 mg/dl). The control solution was opened more than a half year ago. Meter was replaced. No further info has been reported.